Event description:
The patient reported they have been having problems with their hands shaking more than they should be for the past 6 months. They can't even eat because their hands are shaking so bad. Their right hand is the hand that is shaking which is the side they had the dbs implanted to treat. Patient was concerned about the implantable neurostimulator (ins) battery longevity stating that they felt it should have lasted more than 3.5 years. Patient services reviewed longevity expectations. Patient had the ins battery checked by their neurologist who told them the battery was no longer working. Patient has a follow up appointment scheduled with their doctor to discuss ins battery replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.